Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the patient anatomy was noted as challenging. The leadless ipg delivery system had to be deflected to the maximum and in one case even looped. Approximately, five ipg deployment attempts showed high threshold values or insufficient anchoring of the tines. Several different placement positions were tried, and before the sixth placement attempt it was noticed that the deflection mechanism of the delivery system was not responding as normal. The procedure was terminated. The leadless ipg system was removed, and the patient was considered for single chamber implantable pulse generator (ipg) implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.